Event description:
I am reporting a possible problem with alcon contact lenses. I have worn contact lenses every single day for over 10 years without issue and have been in the same brand and rx for close to the last five years. I ordered a new box of alcon air optix contact lenses for astigmatism (B)(6) 2016 which is a six month supply (six lenses). After two weeks, I noticed eye irritation in my eye. In the past I have had a "bad" lense in a box, so I changed it out. These are monthly lenses, but I was switching them out in less than two weeks time due to eye irritability and itching. I went to my eye doctor in late march who prescribed eye drops to relieve the itching and gave me a new lense. I immediately began to feel better with the new lense and discontinued the drops after two days. After wearing the lense for a month, I opened a new lense from the original box of lenses and the irrigation returned within 24 hours. I contacted alcon via their web site submission from (B)(6) 2016. I did not receive a response back, so I called their customer service, which prevents you from talking to anyone, and left a message on (B)(6) 2016 describing the problem and left my phone number asking to be called. No response to date. Dates of use: (B)(6) 2016. Diagnosis or reason for use: corrective vision. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduced? Yes.